Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a few days post-operatively, the patient developed full tissue skin injury near surgical site.